Event description:
Revision surgery - due to the patient falling and sustaining a peri-prosthetic fracture. The surgeon removed the stem, head and sleeve. He implanted a lima stem, size 44 head and sleeve. The original stem was implanted 15 years ago, it was a plus stem. The surgeon had already revised the cup, liner and head in 2011.

Manufacturer narrative:
The reason for this revision surgery was identified as a trauma/peri-prosthetic fracture after 3 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this part from this lot. The root cause for the revision was reported as a fall. There is no information reported that showed a material, design, or manufacturing problem with the product.

Manufacturer narrative:
Device eval : disposed of.